Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined. It was reported that the patient arrived at the emergency room with right shoulder pain, dyskinesia and dyspnea. The patient was readmitted to the coronary care unit (ccu) and was intubated. The patient was non-response. CT scan of the patient¿s brain showed an ischemic cerebrovascular accident (cva) and intracerebroventricular (icv). An echo was performed and showed no significant findings. Additionally, the patient¿s labs revealed that their lactate dehydrogenase (ldh) was 1413. The submitted log file ((B)(4)) captured data spanning from 32 days, 10 hours and 7 minutes to 47 days, 4 hours and 43 minutes. The fixed speed was set to 8400 rpm and the low speed limit was set to 8000 rpm. There was one event where the pump speed was below the low speed limit, resulting in a low speed advisory and low flow hazard; however, the pump speed ramped up above the low speed limit shortly after. Additionally, shortly after the low speed event, ¿pump disconnected¿ was flagged. This was resolved within the next event. No other abnormal events were captured. Besides the low speed event, the pump operated above the low speed limit for the remainder of the log file. Per additional information from the cardiologist, the patient had a massive stroke with signs of hemolysis associated with the low speed and low voltage events. It was reported that a thrombus originating from the pump was suspected and dislodged entirely to the brain, not leading to a pump dysfunction. The patient expired on (B)(6) 2020 due to arrhythmias leading to cardiac arrest. No autopsy was performed. The device was no explanted and the pump will not be returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations for manufacturing or quality assurance specifications. The pump was shipped on 03apr2012 under order (B)(4). The current heartmate ii lvas IFU lists device thrombosis, hemolysis, cardiac arrhythmia, stroke and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-05629. It was reported that the patient was presented to the emergency room with right shoulder pain, dyskinesia, and dyspnea. The patient was readmitted to the coronary care unit, was intubated, and was not responsive. A CT scan showed an ischemic cerebrovascular accident (cva). An intracerebroventricular delivery (icv) was performed to treat the stroke. The patient showed signs of hemolysis associated with low speed and low voltage events. It was suspected that a thrombus originating in the pump dislodged and traveled to the brain, not leading to pump dysfunction. An echocardiogram showed no significant findings. The log file showed a transient low speed event at 7520 rpm associated with a low voltage alarm due to a transient loss of power to the controller while tethered to the patient cable/power module. Several low voltages on relative state of charge while the patient was tethered on the patient cable/power module were also observed which is most often due to cable fatigue. The patient expired due to arrhythmias leading to cardiac arrest on (B)(6) 2020. No autopsy was performed. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
The previously reported event under MFR # 2916596-2023-00691 was determined to be supplemental to this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient passed away while at home and the device operated as expected.